Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device was not able to recognize devices and failed functional testing. The cable was out of electrical specification. It was also noted that the lens on the upper case was broken. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had broken parts and was unable to interrogate. The programmer head was returned for service. No patient complications have been reported as a result of this event.